Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Only the locking bar was removed and replaced. The tibial tray remains implanted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty on (B)(6) 2016. Subsequently, the patient was revised on (B)(6) 2016 due to the locking bar dissociating from the tibial tray, pain, and swelling.